Event description:
It was reported there were high impedances during a replacement procedure. The impedances were initially normal, with exception of electrode 15 being greater than 10,000 ohms. The extensions were taken out and then re-inserted. Then, all pairs with electrodes 0-7 were reading greater than 10,000 ohms. Electrodes 8-15 were 'normal.' The extensions were then switched in the header block and all pairs with electrodes 0-15 were greater than 40,000 ohms. The patient did not feel stimulation when voltage was increased. It was confirmed that 'nothing had been cut or damaged' during the course of the procedure. A different implantable neurostimulator (ins) was used in place of the ins that was meant to be implanted during the replacement procedure. The extensions and leads were tested and impedances were 'normal.' Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# v568022, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v568022, implanted: (B)(6) 2011, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-39, lot# n293819, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n293819, implanted: (B)(6) 2011, product type accessory; product ID 3487a-33, lot# v238252, implanted: (B)(6) 2011, product type lead; product ID 3487a-33, lot# v238252, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that before a different ins was used impedances were tested on a multi-lead trialing cable and were perfect. Impedances were also perfect when the new ins was used. It was reported that following the procedure the patient was receiving therapy with no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.